Manufacturer narrative:
There is no indication of any system or component failure. Migration of implanted components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023. In (B)(6) 2024 the patient contacted a nalu representative to report that the implanting physician found the leads to have migrated, causing a lack of pain relief. On (B)(6) 2024 a surgical revision was performed to reposition the implanted lead at the target nerve. During the procedure it was noted that an anchor had become detached from the lead and a new anchor was used after the lead was repositioned. All other existing implanted components remained implanted and did not require replacement.